Event description:
Per clinical review: the manufacturer's clinical specialist corresponded with the perfusionist regarding the incident the team had with their six inch roller pump in the arterial position on the heart lung machine (hlm). It was noticed during a cardiopulmonary bypass procedure on (B)(6) 2020 that the arterial roller shaft/mechanism was a bit more wobbly compared to the other pumps. The pump worked to specifications during the procedure. The roller pump was not exchanged out. There was no harm or blood loss associated with the issue, and the was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
Per data log analysis, there were no underspeed events on (B)(6) 2020 on any of the large roller pumps. It was possible the underspeed occurred on a different date since there were underspeed events on (B)(6) 2020 and (B)(6) 2020. These were likely caused due to over occlusion of the tube. This could also make the roller head appear to wobble. The wobbling head alone, would not likely cause any unusual events. It is also possible the date was not set correctly in the central control monitor (ccm), but not likely.

Manufacturer narrative:
The reported complaint was confirmed via data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the under speed message during normal operation. He performed functional checks and tightened the screws on the base extensions. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had an under speed alarm and the roller head was wobbling while the device was running. The alarm was reset and the pump was continued to be used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.